Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had blank display. Blood glucose was unknown. Customer reported that she changed insulin pump¿s battery but, it did not turn on. Customer reported that during troubleshooting user removed the battery for 10 minutes, but the problem persists. It was advised to discontinue use of the pump and to revert to her back up plan per healthcare provider instructions. The insulin pump will not be returned for analysis.